Event description:
It was reported the patient developed an infection and wound dehiscence post operatively. No additional symptoms were reported. The device was explanted. The patient recovered without sequela.